Event description:
(B)(4): this is filed for gripper actuation issues. (B)(4): this is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 4+. The patient anatomy included a lot of chords, a dilated annulus, a septal flail and a difficult coaptation gap. There were some visualization issues, as this was a tricuspid procedure. The first mitraclip (00306u160) was prepared for use without issue. The clip made several attempts to grasp both leaflets; however, due to the patient anatomy, difficulty was noted grasping both leaflets. It was then noted that one gripper did not lower. Troubleshooting was performed; however, the gripper would not lower. The device was removed from the anatomy without difficulty and a second device was prepared. The second clip (00306u151) was then used. The clip was able to grasp the anterior and septal leaflets. It was thought that both leaflets were sufficiently grasped; however, after clip deployment, a single leaflet device attachment (slda) occurred, with the clip detaching from the septal leaflet. No additional intervention was performed. Although the clip detached from the septal leaflet, the tr was reduced from grade 4+ to grade 3-4+. The patient was in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. It should be noted that the mitraclip instructions for use (IFU) states under the "indication for use" section that the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr>/ 3+) . Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device. Furthermore, it determined that using the mitraclip on the tricuspid valve likely have caused or contributed to the reported poor imaging. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to challenging anatomy. The reported poor image resolution as also due to challenging anatomy as this procedure was performed on the tricuspid valve. The reported off label use was associated with the use of the mitraclip device on the tricuspid valve. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip device referenced in is filed under a separate medwatch report number.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 4+. The patient anatomy included a lot of chords, a dilated annulus, a septal flail and a difficult coaptation gap. There were some visualization issues, as this was a tricuspid procedure. The first mitraclip (00306u160) was prepared for use without issue. The clip made several attempts to grasp both leaflets; however, due to the patient anatomy, difficulty was noted grasping both leaflets. It was then noted that one gripper did not lower. Troubleshooting was performed; however, the gripper would not lower. The device was removed from the anatomy without difficulty and a second device was prepared. The second clip (00306u151) was then used. The clip was able to grasp the anterior and septal leaflets. It was thought that both leaflets were sufficiently grasped; however, after clip deployment, a single leaflet device attachment (slda) occurred, with the clip detaching from the septal leaflet. No additional intervention was performed. Although the clip detached from the septal leaflet, the tr was reduced from grade 4+ to grade 3-4+. The patient was in stable condition. No additional information was provided.